Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.

Event description:
It was reported the pt experienced a sensation of overstimulation from their device. It was stated the pt had a five week stay in the hospital for an unrelated procedure, and the first time he used his device after discharge, the device captured the pain, but was overstimulating. It was also stated the pt had lost 100 pounds since his device was implanted. Additional info has been requested, a follow-up report will be sent if additional info becomes available.